Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information available to date. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing elevated co2 levels. There was no report of patient injury.

Manufacturer narrative:
Block a: no patient information available after calls to customer 06/10/21, 06/11/21, and 06/18/21. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The check valve was calibrated to resolve the issue.